Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 13758934.

Event description:
It was reported that the patient was not getting adequate coverage and the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded.